Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited an interrupted black screen. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit was broken, the llk plug of the video cable section contains foreign material with lg-bundle of the video cable section is broken and therefore the light transmission is was lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction cause due to r-unit broken and video cable section broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.